Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_prog, product type: programmer, physician. Product ID: 8870, product type: software. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving fentanyl (concentration 300 mcg/ml, dose 19.8 mcg/day), hydromorphone (concentration 50 mg/ml, dose 3.3 mg/day) and morphine (concentration 50 mg/ml, dose 3.3 mg/day) via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). On this report date, the patient was admitted to the intensive care unit due to mental status changes, acidosis. Troubleshooting was performed; the pump was interrogated and a pme catheter data invalid message was noted. Infusion mode was simple continuous 3.4 mg/day. Logs showed no alarms or any issues. The health care professional was to follow up with the local manufacturing representative to get a new soft ware card. No changes were made to infusion dosing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4).

Event description:
Additional information received stated patient was admitted with respiratory failure and had been intubated and ventilated. Caller asked how to put the pump in minimum rate mode, and the instructions were provided on how to program to minimum rate. Caller stated they did not know current medication info as the pump had not yet been interrogated, but it was noted that the patient was on oral narcotics. It was noted this was the second time recently patient had been admitted and that the patient "almost coded" a couple of times with the previous incident. No other information was provided.

Event description:
Additional information received on 2016-sep-28 stated patient had been admitted twice to hospital with respiratory failure with pneumonia . It was not clear if it was secondary to aspiration, and required intubation/ventilation. It was stated the patient's mental changes and respiratory failure was initially related to manufacture device or therapy. A chest x-ray and lab data were performed. Pump was turned to minimum flow rate, patient was given antibiotics and intravenous hydration. Patient was diagnosed in intensive care unit at each admission. Patient improved with each incident and treatment. Patient was discharged home, and the pump was at minimum flow rate and oral opioids were minimized. No further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.